Event description:
Boston scientific crm received information that this lead had exhibited increased threshold values. The threshold increased to 2.0 v at 1.0 ms. The related device output was increased to 5.0 v at 1.0 ms. Following the increase in output, rhythm strips recorded loss of capture with periods of ventricular asystole greater than two seconds. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was scheduled. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
A revision procedure was performed. The lead was found to be connected properly to the device. Threshold measurements during the procedure were approximately 2 v at 1 ms in both unipolar and bipolar configurations. The lead was surgically abandoned and replaced. The lead will not be returned for analysis. No further information is available. This report will be updated if more information becomes available.